Manufacturer narrative:
H11: corrected data: corrected section h6 (results code).

Manufacturer narrative:
Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, a definitive root cause for early pannus could not be conclusively determined. However, the root cause was most likely due to patient related factors. There was no allegation of device malfunction by the physician. The subject device was not returned for evaluation as there was no allegation of any device malfunction by the physician. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 28mm 4450m ring, implanted in the mitral position, was explanted after an implant duration of one (1) year due to host tissue leading to new valve stenosis. A 25mm 6900ptfx mitral valve was implanted in replacement with no reported complication for the patient. Per the surgeon the explant was not related to device malfunction. Patient is doing well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.